Manufacturer narrative:
Additional information: d4 and h4 now known.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the device was explanted and replaced due to auto-inflation. After the operation, pressure was placed on the reservoir with no leakage evident. However, when extremely light pressure was applied to lock out valve, fluid streamed out. Note this was light pressure and not pushing in hard to valve.

Manufacturer narrative:
Reservoir was received for evaluation. The lockout reservoir valve seating was noted to be out of place. Based on examination of the returned product, it was concluded that the seat component of the reservoir resulted in the failure of the valve seating. Because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.